Event description:
It was reported that the left ventricular lead exhibited loss of capture. A lead dislodgement was suspected. The physician elected to program the device to right ventricular pacing. The lead was disabled.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.